Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported by the patient that the patient underwent a surgical procedure to replace the cartilage following another procedure to remove a bunion. Some time post-op the patient began to experience pain again. The patient underwent a revision surgery due to the device sinking into the bone allowing bone on bone contact and a tendon tear. The patient "felt like I lost over 1 year of my life being in pain the whole time and limping like a (B)(6) year old."